Event description:
The target lesion was stretching from the lcx section #11 to #13. A 2.50/35mm orsiro mission was inserted into the #13 segment, and a 2.75/15mm orsiro mission into the #11 segment. A stenosis was also noticeable from distal #13 to #15, thus the complaint device was inserted, but it got caught on the stent in front. The stent on the balloon shifted slightly and a deformation was confirmed. This stent placement was ultimately discontinued.

Manufacturer narrative:
Combination product: yes neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description provided, the most probable root cause is related to the patients anatomy (i.e. Previously implanted stent).